Event description:
It was reported that the pt had a loss of therapeutic affect; the stimulation therapy had not been working. It was implanted in his spine and was used up, his stimulation was "shot" and there had been adverse effects to his body. The product had been in contact with the sciatic nerve on the right side and the pt was unable to walk. The pt had suffered greatly; the exact date of symptom onset was not provided. No follow-up with the physician were reported, and the field staff had not monitored the pt's condition subsequent to turning the device on after system placement. Additional info has been requested from the physician.